Manufacturer narrative:
Pentax medical will be providing supplemental information after follow up on the event. The device involved in this event is classified as import for export, therefore 510k is not applicable. Model ec38-i10cl-us, which is considered a same model, is available in the USA with 510k number k190805.

Event description:
Pentax medical service workshop in (B)(4) inspected pentax model ec38-i10cl/serial (B)(4) and confirmed the following: ift bumped at 11 cm; spot in image; objective lens cracked. The customer returned the device for angulation play. No further information was provided at the time of the report.